Manufacturer narrative:
Mfg site eval: there are two previous complaints of this code batch. There are no units in OEM stock. Received 22 closed samples and two open samples with the needle detached from the thread and the thread is still wound on the pack. Tightness test to the closed samples received has been performed and the units are tight. Tested the needle attachment of the closed samples received and the results do not fulfill the requirements of the OEM. Reviewed the batch mfg record, this product had anormal process and the results during the process fulfilled OEM requirements. Final conclusion: taking into account that the results of samples received do not fulfill specifications, we conclude that the complaint is justified. Corrective/preventive actions: this complaint will be included in the analysis of trending, and corrective action will be open if applies.

Event description:
Country of complaint: (B)(6). Needle detachment, found during removal and mounting onto needle-holder.